Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and hence physical investigation was not possible. Images were provided for review. The user report contains information regarding guidewire break. The user provided images show broken guidewire tip. The reported malfunction can be confirmed. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via the popliteal vein, the gold part on the tip of the wire had allegedly unraveled off the wire and the wire was inside the inferior vena cava of the patient. It was further reporter that the piece of gold was successfully snared out of the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a recanalization procedure via the popliteal vein, the gold part on the tip of the wire had allegedly unraveled off the wire and the wire was inside the inferior vena cava of the patient. It was further reporter that the piece of gold was successfully snared out of the patient. There was no reported patient injury.